Event description:
Plaintiff alleges that as a result of direct and indirect exposure to latex products, plaintiff has developed an allergy to latex. As a result thereof, plaintiff sustained general and special damages. Plaintiff alleges the loss of consortium and services of her spouse.